Event description:
It is reported that the doctor was measuring for a 2.4 locking screw to be placed in a 4 hole left dorsal t - locking plate. The distal end of the 2.4 depth gauge approximately 25mm in length, broke off into the patient. Twenty minutes later, it was retrieved and extracted with forceps.

Manufacturer narrative:
Evaluation summary: the locking screw depth gauge is not returned for analysis. It is unk because of the potential usage of approximately three years whether the locking tip was in ideal condition without any bend. An actual cause cannot be determined although, the tip could fracture due to misuse, fatigue or improper handling of the device. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.